Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was noisy and leaking air. It was also reported that when they covered the area, leaking noise reduced. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and water bath tested. Results: visual inspection and testing of the returned complaint bc191 flexitrunk infant nasal tubing revealed that there were no tears or audible leak noise observed on the tubing of the bc191 flexitrunk infant nasal tubing. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was noisy and leaking air. It's also reported that when they hand over the area, leaking noise reduces. There was no patient consequence.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal tubing. Section d4: model and catalog# updated to bc191-05. Section d4: expiration date added. Section d4: UDI details updated. Section g1: contact person updated to mr. (B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and water bath tested. Results: visual inspection and testing of the returned complaint bc191 flexitrunk infant nasal tubing revealed that there were no tears or audible leak noise observed on the tubing of the bc191 flexitrunk infant nasal tubing. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was noisy and leaking air. It's also reported that when they hand over the area, leaking noise reduces. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.